Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited noise reversion episodes. No intervention was performed. The patient experienced no adverse consequences.